Event description:
The pt experienced a valgus osteotomy of the proximal femur. At that time, an osteotomy plate was implanted into the pt. On 10/20/1998, it was noted that the plate had broken. On 10/21/98, the plate was removed.